Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Customer was able to charge the battery and resume insulin deliveries. Customer¿s blood glucose value was 290 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.